Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead threshold increased and exhibited reduced sensing. It was determined that the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.